Event description:
Terumo received the following reported information: when the user attempted to pass the wire through the access needle it would not go. He then asked for the involved glidewire. However, when he attempted to use the wire, he felt resistance, and it would not go through. When we backed the wire out the outer layer of the wire was sheared off. He then proceeded to put the original wire through the access needle without issue. The blood loss was less than 250cc, and there was no harm to the patient.